Event description:
MDR battery failure. Event occurred on (B)(6) 2025 at (B)(6). Del medical was informed of the event on 2/3/2025 via dealer, (B)(4). Batteries required replacing on the MDR, mobile x-ray due to age. The service installer installed the batteries in the racks (performed at his warehouse), the racks were then transported back to the hospital and installed in the MDR. According to the installer, before the main fuse was engaged, and at some point, when the MDR was plugged in to charge or at first turn on, one of the batteries vented which started to smoke, overheat and catch fire. The heat and flames from the effected battery caught the adjacent batteries on fire. Abc dry chemical agent fire extinguisher was used to extinguish the fire. The MDR was then pushed outside where it continued to smolder. No personnel were injured or required medical attention, but the MDR sustained significant damage. After the insurance company inspected the system along with the adjuster, the MDR was transported to (B)(4) warehouse for evaluation and investigation on the cause of failure. Internal case # (B)(4); customer feedback# 15.